Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, product type programmer, physician. Product ID 8870, product type software.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 1000 to 2250mcg/ml at 850 to 1104.8mcg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that the itb (intrathecal baclofen) concentration was increased and placed in the reservoir at the pump refill yesterday, (B)(6) 2017 but the healthcare provider never changed the programmed concentration with the healthcare provider programming a new higher itb (intrathecal dose). Also, a bridge bolus was never programmed as the old programmed concentration was left unchanged. The healthcare provider stated that the patient had not symptoms associated with the programming error. No further complications were reported.